Manufacturer narrative:
Edwards was notified that the patient experienced neurological symptoms 4-5 days later and subsequently expired (MDR submitted for sapien valve- stroke). Per the instructions for use (IFU), access site complications/cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures are known complications associated with the transapical transcatheter aortic valve replacement (tavr) procedure. Upon review of prior events, the majority of apical bleeding complications/ventricle ruptures appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. Additionally, according to literature review, there is a higher incidence of apical bleeding in female patients and patients over 80 years old. The literature also reports that friable tissue may predispose this patient population to the development of apical access site complications. In this case, it was reported that the apex bleeding was a result of the patient¿s very friable tissue. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported per the edwards field clinical specialist (fcs), upon removal of the ascendra sheath, major bleeding occurred. The physician mentioned that the apex of the heart was very friable and fatty and with each suture bite they could feel the delicacy of the heart. The echocardiographer noticed a hole in the left ventricle at the ventriculotomy site so it was decided to go on bypass in order to decompress the heart and fix the hole with felt grafts and sutures. After fixing the hole, the patient was taken off of pump and the apical exposure was then closed. The patient remained stable throughout the entire procedure.